Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("bak pain"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), headache ("headaches"), visual impairment ("vision probs"), fatigue ("fatigue"), tooth disorder ("dental probs") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal infection, vaginal discharge, headache, visual impairment, fatigue, tooth disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: essure insertion date provided on (B)(6) 2014 received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, psych injury, vag. Infect, vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: findings: normal external genitalia, normal sized anteverted, mobile uterus with normal adnexa bilaterally, normal endometrial cavity with small midline septum and normal appearing bilateral ostia. Description of procedure: instrument was introduced into the scope and into visualization in the uterine cavity. The essure instrument was passed through the left ostia. It was deployed with ease; however, afterwards there was no coils noted outside the ostia; deployment of the essure was confirmed upon examination of the essure device once it was removed. Essure instrument was passed through the right ostia. After deployment, there were also no coils noted outside the ostia; however, deployment was again confirmed by examining the ensure device once it was removed and noticing that the coils had been dispersed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, vaginal discharge, fatigue, tooth disorder, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2014 received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, psych injury, vag. Infect, vag. Discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-apr-2021: mr received. Reporter information was added. Fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.